Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device was programmed to infuse magnesium sulfate 4 grams as a piggyback (secondary infusion) over four (4) hours (100ml bag, 25ml per hour infusion over four hours). However, the bag emptied in 30 minutes. It was reported that the hospital¿s third-party servicer agiliti ¿investigated¿ the devices and ¿could not find any issue.¿ the customer reported that the tubing was not saved for investigation. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states, "middle-aged female with history of sudden onset of upper back pain. Procedure: infusion of magnesium sulphate 4 gm over 4 hours. Issue: alaris pump programmed to run 14400 seconds and it ran in 1501 seconds. This was validated by agiliti and pharmacy. Pt c/o (complains of) weakness and dizziness for 24 hours. Pump interrogated by agiliti and no issues identified and passed all testing. No pump failure. The pump was programmed for 14400 seconds but is documented as only running for 1501 seconds. Investigation conclusion: I ran 2 rate accuracy tests both infusions were 12.06 which is well within the 11.59-12.41 range standard set by carefusion as the reports below indicate both pressure sensors were replaced in (B)(6) 2022 I re-checked the voltage of both sensors and they also were well within the standard, I found no physical damage to any areas of the pump but the door latch seemed a little looser than normal so I replaced the door I am not certain this caused an over infusion based on the rate accuracy tests that I performed."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device was programmed to infuse magnesium sulfate 4 grams as a piggyback (secondary infusion) over four (4) hours (100ml bag, 25ml per hour infusion over four hours). However, the bag emptied in 30 minutes. It was reported that the hospital¿s third-party servicer agiliti ¿investigated¿ the devices and ¿could not find any issue.¿ the customer reported that the tubing was not saved for investigation. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states, "middle-aged female with history of sudden onset of upper back pain. Procedure: infusion of magnesium sulphate 4 gm over 4 hours. Issue: alaris pump programmed to run 14400 seconds and it ran in 1501 seconds. This was validated by agiliti and pharmacy. Pt c/o (complains of) weakness and dizziness for 24 hours. Pump interrogated by agiliti and no issues identified and passed all testing. No pump failure. The pump was programmed for 14400 seconds but is documented as only running for 1501 seconds. Investigation conclusion: I ran 2 rate accuracy tests both infusions were 12.06 which is well within the 11.59-12.41 range standard set by carefusion as the reports below indicate both pressure sensors were replaced in december of 2022 I re-checked the voltage of both sensors and they also were well within the standard, I found no physical damage to any areas of the pump but the door latch seemed a little looser than normal so I replaced the door I am not certain this caused an over infusion based on the rate accuracy tests that I performed."